Event description:
Information received by medtronic suggested the customer reported pump error alarm. Customer was bale to clear the alarm but unable to rewind. No harm requiring any medical attention was reported. The device will be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged device error 38 alarm found on july 25, 2022. Device passed the self test, active current measurement and sleep current measurement. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat due to a constant device error 38 alarm during the rewind test. Successfully downloaded history files and traces using thus. Device was cut open to perform visual inspection and found a corroded motor home switch. Corrosion was also found on the electrical board, force sensor and vibrator assembly noted. Device error 38 alarm was recorded and found in the formatted history file on the event date: july 25, 202219:33:02.000 to july 25, 202219:42:26.000 july 25, 202220:33:34.000 to july 25, 202220:46:51.000 device error 130 alarm was recorded and found in the formatted history file on: july 24, 202213:25:24.000 july 24, 202216:32:04.000 device error 43 alarm was recorded and found in the formatted history file on: july 24, 202216:33:44.000 to july 24, 202216:44:41.000 no device error 37, 39, 41, 42, 79, 80 and 82 alarm on the formatted history file noted. A test motor was used and continued testing. The device passed the rewind test. Device error 130 alarm, device error 43 alarm and a constant device error 38 alarm during the rewind test were confirmed due to a corroded motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Device error 130 alarm, device error 43 alarm and a constant device error 38 alarm during the rewind test were confirmed. Device error 130 alarm, device error 43 alarm and a constant device error 38 alarm during the rewind test due to a corroded motor home switch. During visual inspection, corrosion was also found on the electrical board, force sensor and vibrator¿assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.